Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2010 and 680r32 heart ring, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed on saved episodes following intrinsic r-waves for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.